Event description:
The unit failed the opcheck defib test, the pacer test, and the pads/paddles ECG test and would not shock or pace.

Manufacturer narrative:
This complaint is still under investigation.